Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: there was evidence of a partially discharged battery being installed observed in the pump's black box on 05/05/2015. The battery cap was able to fully tighten and the battery compartment was intact. The pump's current draws were within specifications. A battery life issue was not duplicated during investigation.